Event description:
The customer observed falsely decreased white blood cell (wbc) count and absolute neutrophil count for one patient on a cell-dyn sapphire analyzer. The following data was provided: initial wbc result was 0.393, repeat was 7.60 10e3/ul; initial absolute neutrophil result was 0.054, repeat was 4.98 10e3/ul all other cbc data provided was reviewed and no other parameters meet reporting criteria. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased white blood cell and absolute neutrophil counts on the cell-dyn sapphire analyzer, serial number (B)(6). Through an extensive investigation, the fsr found the perist pmp tbg-md, list number 91485-01, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased white blood cell (wbc) count and absolute neutrophil count for one patient on a cell-dyn sapphire analyzer. The following data was provided: initial wbc result was 0.393, repeat was 7.60 10e3/ul; initial absolute neutrophil result was 0.054, repeat was 4.98 10e3/ul all other cbc data provided was reviewed and no other parameters meet reporting criteria. There was no impact to patient management reported.